Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was not duplicated. Since the video connector socket was broken, it was surmised that image was not displayed because communication failure occurred temporarily. Accumulation of dust was also observed in the cooling fan. It was surmised that this caused the board to malfunction. Replacement of parts were recommended as well as a reminder to the customer on the importance of regular maintenance to avoid the devices to fail. Other inspections findings were as follows: damaged top cover; damaged front panel; defective video connector socket; cracks on the video connector socket; accumulation of dust; poor appearance of the chassis. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿clean and vacuum dust from the ventilation grills using a vacuum cleaner, when necessary. Otherwise, the video system center may break down and get damaged from overheating.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported that their evis exera iii video system center was not providing an image. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report could not be confirmed. The unit was tested and an image with noise present was shown. Several different devices were tested with the imager, and an error message was displayed, but it was due to the video connector socket being defective. Further review of the device revealed that several buttons on the front panel were no longer functioning properly. Per the evaluators, this was being caused by a faulty pc board in the processor. It was also discovered that the portable memory port was dirty and broken, and an accumulation of dust was discovered inside the block. If additional information becomes available following the device evaluation, a supplemental report will be filed.